Manufacturer narrative:
Thrombus: "the failure mode of ¿thrombus¿ is to be used when a thrombus is noted but cannot be connected to any other adverse events or decrease in pump performance. Thrombus can be observed in the body or on the pump upon explant. When making a determination as to the cause of the thrombus, the following clinical information must be considered: ¿patient's medical history, including any previous thrombotic events or conditions ¿description of the location and characteristics of the thrombus (e.g., size, shape, consistency). ¿relevant laboratory test results, such as coagulation profiles and platelet counts ¿imaging studies, including ultrasound, CT scans, or angiography, to assess the extent and location of the thrombus. ¿any underlying medical conditions or risk factors that may contribute to thrombus formation (e.g., atrial fibrillation, hypercoagulable states). ¿medications or treatments that the patient was receiving at the time of thrombus formation. ¿surgical or procedural details if applicable (e.g, cardiac catheterization). ¿any symptoms or clinical manifestations associated with the thrombus (e.g., pain, swelling, ischemic events). ¿presence of any other indwelling cannulae, lines, or devices such as ECMO, dialysis catheters, swan gantz catheters, central lines, etc. ¿response to any previous anticoagulation or thrombolytic therapies, if applicable. With a returned impella, the device could be inspected for any burrs or rough edges that may promote thrombus growth. To determine the true root cause of the thrombus, the clinical information mentioned above would need to be assessed in conjunction with evidence from the returned device. As the necessary information was not provided, the root cause of the thrombus was not determined." Stroke/cva: "strokes/cvas can occur during or after impella support, and can be either ischemic or hemorrhagic. To make a determination as to the cause of the stroke, the following clinical information must be considered: -patient's medical history, including any previous strokes, cardiovascular disease, or risk factors such as hypertension, diabetes, or atrial fibrillation. -timing of the stroke in relation to impella support (during or post-implant). -detailed description of the symptoms experienced by the patient. -neurological examination findings and any focal deficits observed. -diagnostic imaging results, such as CT scan or MRI of the brain, to identify the type and location of the stroke (ischemic or hemorrhagic). -laboratory test results, including coagulation profiles and cardiac markers. -any relevant procedural or device-related factors, such as duration and settings of impella support, presence of embolic protection devices, or any documented procedural complications. -response to any previous anticoagulation or antiplatelet therapies. -evaluation of potential alternative causes of stroke, such as arrhythmias, embolic sources, or underlying vascular pathology. As this clinical information was not provided, the true root cause of the stroke/cva could not be determined.¿

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 with smart assist for use during cardiogenic shock section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ section: warnings & cautions: warnings: section: pre-support evaluation section: axillary insertion of the impella 5.5 catheter section: direct aortic insertion section: use of impella with transcatheter aortic valves "in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death." . In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿

Event description:
It was reported that a patient implanted with an impella 5.5 had a right upper extremity deep vein thrombosis in the same side as the impella. The patient was brought to the operating room due to swelling of the right arm and weakness requiring a washout. A small thrombus under the muscle closure could have caused the pressure on the brachial plexus. The patient was stable post axillary washout. A right brachial vein venous thromboembolism was found which was likely the cause of the arm swelling and not from the axillary site. The patient survived and support continued.